Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatment appears to be related to procedure circumstance. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU) states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. It is unknown if the absence of femoral angiogram contributed to the reported failure to achieve hemostasis. Additionally, it was reported that the sutures of one proglide device were successfully pre-placed in the right common femoral vein using the pre-close technique. It should be noted that the proglide instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The sheath size was not increased until after the procedure and hemostasis was achieved with manual compression. As such, it is unknown if the IFU deviation contributed to the failure to achieved hemostasis. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the sutures of one proglide device were successfully pre-placed in the right common femoral vein using the pre-close technique via an 8f sheath prior to an atrial flutter ablation procedure. The sheath was upsized to an 11f and the interventional procedure was completed. Hemostasis was not fully achieved with the pre-placed proglide sutures; therefore, manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.